Manufacturer narrative:
A patient was undergoing a complex hernia repair. A polylith synthetic paper measuring tape was left in place in the operative area during the procedure. This is an aspen surgical product. The surgeon used a laparoscopic suture packer to place a surgical mesh onto the anterior abdominal wall. When the surgeon went to remove the measuring tape, it had softened and ripped, leaving a portion sandwiched between the mesh and the abdominal wall. The surgeon opted to leave it in place, rather than opening the surgical area to retrieve retained piece.

Event description:
During a complex abdominal procedure, a measuring tape was left sandwiched between a surgical mesh and the abdominal wall.